Manufacturer narrative:
Device evaluation result- the philips field service engineer (fse) who went onsite to assist on the evaluation of the device found no issue with the nav-ring. The unused front bezel assembly was returned, still sealed. The fse found that the touch screen will not calibrate. The fse calibrated the touchscreen to resolve the issue. The device fully met specifications after repair was completed and was returned to use.

Manufacturer narrative:
H10 the customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the issue and determined that the front bezel required replacement. The fse replaced the front bezel assembly to resolve the issue. The device fully met specifications after repair was completed and was returned to use. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. H11 patient involvement: it is unknown if the device was in use on a patient at the time of the event.

Manufacturer narrative:
Date of report: 09jun2021.

Event description:
It was reported to philips that the device's navigational ring was not functioning. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.